Event description:
It was reported by that the remote monitor would not send a transmission. The patient found that it was burned near the phone line. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device failed modem testing during a full debug mode test. The phone connector pin was burned. It was also noted that the bottom housing and storage lid were damaged.